Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge following the proper technique, but the cartridge alarm recurred. The pump was not replaced as it was out of warranty, and the customer reverted to an alternate form of insulin therapy.